Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through an unspecified access primary set. This occurred during infusion of an iron solution. The reporter stated that the fluid was ¿flushed in during the line flush.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.